Manufacturer narrative:
(B)(4). The customer did not retain the lot number or the model of the tube. The date of manufacture and the 510k cannot be determined.

Event description:
The patient had been on a tracheostomy tube for about 22 hours and developed fatigue. The therapist went to place him back on the vent, inflated the cuff, and shortly thereafter the patient desaturated, and was losing tidal volume. Additional air was placed in the cuff and a leak was noted. The tube was removed and replaced.

Manufacturer narrative:
(B)(4). The failure mode tear in cuff was confirmed in the received sample. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.